Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The blood glucose level could not be verified. The contact thought that the infusion set site was a possible cause of the occlusions. After the occlusions, the customer usually changed out the pump supplies. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.